Event description:
It was reported that insulin was squirting out during prime and the rewind and prime process was restarted. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed motor error during basic occlusion test due to loose and protruded drive support disk. Insulin pump was unable to perform prime test due to motor error alarms. Insulin pump received with cracked case at lcd window corners, reservoir tube lip, battery tube threads and minor scratches on lcd window.